Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker was found in back-up vvi mode. The pacemaker was restored to normal settings. No patient consequences were noted.